Event description:
The complainant reported a 76-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. Several hours following impella explant, it was discovered that the patient had experienced an iliac dissection. Surgical intervention was performed and a stent was placed to treat the dissection. A definitive cause for the dissection could not be provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.